Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) experienced difficulty in establishing communication between the ipg and multiple external devices. However, the patient has not lost stimulation. A sjm representative confirmed the issue. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the ipg was relocated and placed superficially. Reportedly the issue resolved.